Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered four shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This patient was admitted to the hospital. This device remains inactive but still implanted. No additional adverse patient effects were reported.